Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) stops functioning and will not respond to input. There was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab inspected the unit and was not able to duplicate the reported issue. The display, touch screen, encoder, panel buttons and led¿s function normally. This reported issue will be tracked and internally investigated.